Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Please see additional information to d4 and corrections to e1, e2, and e3. The device was returned to olympus for inspection, and the customer's complaint (could not seal and broken probe) was not confirmed. Additionally, the repair center found that there were scratches on the surface of the probe and the coating of the scratched area was peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the final root cause was unable to be identified, as the event was unable to be reproducted during the device evaluation. The following is included in the instructions for use: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer as reflected on b5 and b7.

Event description:
Additional information was received from the customer. The issue occurred in the middle of the procedure. There was no damage noted on the device upon its removal from the patient. The procedure was not delayed while changing devices.

Manufacturer narrative:
The suspect device has been returned to olympus, but evaluation has not yet begun. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported to olympus that the thunderbeat front-actuated grip type s was not sealing and was unresponsive. The probe reportedly failed during a therapeutic, laparoscopic hiatus hernia repair with nissan fundoplication which was completed with a similar device. There were no reports of patient harm.